Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device had blown cuff. A replacement of the tube has been initiated to the patient without any harm.